Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -10.50 diopter, within the same surgery due to the lens was inserted into the patients left eye (os) upside down. There was no patient injury. The lens was exchanged for another same model/length lens within the same surgery and the problem was resolved. Cause of the event was unknown.